Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis, reported as an abdominal infection. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (¿added to dianeal¿, dose, frequency and duration not reported). Action taken with dianeal was not reported. On an unreported date, the patient recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined further follow-up.